Event description:
It was reported that the sponge of the minicap was dry. There was no obvious damage to the box that the mini-caps were received in or the over wrap that the mini-caps come in. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 4/11/14 to 4/17/14. The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.